Manufacturer narrative:
Investigation summary: it was reported that one bravo ph capsule failed to attach to the patient's esophagus. One bravo ph capsule was returned and delivery device was received for investigation. The capsule was not attached to the delivery device. The capsule was returned for investigation. Visual inspection did not reveal any damage. The capsule trocar was deployed and appeared normal. The plunger was not fully released. Functional testing could not be performed because this is a single use device and once the capsule is delivered, it cannot be functionally tested. Investigation conclusion reveals the most probably root cause was user failure to fully release the plunger. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they have a bravo capsule that failed to attach. No harm was caused to patient. Repeat procedure was performed. No intervention required. Nothing unusual about patient or procedure. An endoscopy had been performed prior to procedure. Esophagus appeared to be normal. Site has been performing bravo studies over 2 years. Medal pump was the vacuum source used. Vacuum pressure was around 600 mmhg when testing pre-procedure. Pressure did drop with the finger test. Vacuum pressure was around the same during placement of 600mmhg. Lube was used on capsule. Wire did not deploy properly. Felt resistance. From (B)(4) - according to the reporter, the bravo capsule failed to attach.